Event description:
It is reported that the devices were implanted in 2006. Post-op, the devices dissociated and were revised four months later.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined with available information. No product or x-rays were returned for eval. Device history records indicate manufacture to specification.